Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. Examination of the returned device revealed the following: the deployment line appeared to be broken; approximately 0.5 cm of deployment line was still attached to the deployment knob; a separate section of deployment line measured approximately 193 cm and included one single fiber on one end and three single fibers on the other end; the one single fiber measured 1.5 cm; the three single fibers measured 1.5 cm, 11.5 cm, and 16.5 cm; the delivery catheter appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular procedure to repair pseudoaneurysm in left external iliac artery using a gore® viabahn® endoprosthesis with heparin coating. The delivery catheter was advanced to the intended position with no reported issues. When the stent graft was deployed about 3 cm, it got stuck. The physician moved the delivery catheter upward and downward, rotated and advanced a sheath to the undeployed stent graft. Then the physician pulled the deployment line and the stent graft fully deployed. However, the deployment line was caught by the stent. To resolve this, the delivery catheter and a guidewire were removed from the patient. Then the deployment line was inserted into a dilator. The doctor placed the dilator where the deployment line was fixed to the stent and pulled the deployment line with great force. Finally the deployment line was removed from the patient. The procedure was completed without further issues. The patient tolerated the procedure.

Manufacturer narrative:
Additional manufacturer narrative: g5: pre-1938, g5: otc product.